Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage with struts bunched and raised at the proximal edge and on row 7. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that promus element ¿ long stents are for single use only. Do not desterilise or reuse this product. Note product ¿use by¿ date" check foil pouch for ¿use by¿ date and "carefully inspect the foil pouch and the sterile package before opening. Do not use the product after the ¿use by¿ date." (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 80mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and the device was used past expiry.